Manufacturer narrative:
The device was returned and investigated. The reported frayed clip cover could not be confirmed via returned device analysis. The discrepancy between what was reported (clip cover was frayed) and what was observed (no issue) is likely due to the user perception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported frayed clip cover as no issue was identified with the cover. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
This is filed to report the frayed clip cover. It was reported that during preparation of the mitraclip delivery system (cds), it was noted that the dacron clip cover was frayed and was suspected the clip cover became frayed during loading of the clip into the blue clip introducer sleeve. The cds was not used. There was no clinically significant delay in the procedure. No additional information was provided.